Event description:
The customer was hospitalized for high blood glucose. The set was changed a day before patient admission. It was indicated that upon removal of infusion set it was noted by spouse that the cannula had blood at the tip, the tubing had a hole in it at the connector of the reservoir and there was air in the tubing. The contact indicated that the manual prime at the infusion set change went normally except they had to rewind twice. Also it was mentioned that the customer is physically active. Later the contact called back and stated that patient is in ICU and has been trying to bring blood glucose levels down with the pump. The customer also was treated earlier with insulin drip.